Event description:
Twelve days after udergoing stent implantation, an giogram revealed a 90% in stent stenosis in the (dlada) distal left anterior descending artery and 99% in the (mlada) middle left anterior descending artery. The lesion in the dlada was treated with a 2.5x24mm nir stent.